Event description:
Customer's father reported via phone on (B)(6) 2015, the insulin pump had fallen out of the customer pocket while he was in a roller coaster. Customer's blood glucose was 105 mg/dl. Customer's mother called back on (B)(6) 2015 and stated they had found the device but it wasn't working. Customer's mother agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to broken joint connect on the mother board. The device also had scratches on the lcd window. The device had cracked battery tube threads.